Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not recognize connected electrodes. In this state defibrillation therapy would not be available, if needed. There was no patient use reported with the event.

Event description:
The customer contacted physio-control to report that their device will not recognize connected electrodes. In this state defibrillation therapy would not be available, if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's internal therapy connector and the system pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the replaced parts and confirmed that the internal therapy connector low voltage pin 1 is damaged and/or worn, and is causing intermittent connection issues with therapy recognition. The system pcb assembly passed testing. The root cause is the damaged therapy connector.